Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call the customer was having low blood glucose. Customer's blood glucose was 40 mg/dl. Device ran a fill cannula of 5 unit and the insulin did not come out. Customer's blood glucose at time of call was 288 mg/dl. During troubleshooting, customer found the reservoir was empty. Device did not alarm a low reservoir alert. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.